Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. The customer blood glucose level was were 280 mg/dl. The customer stated that the insulin pump had motor error. The customer was able to complete insulin pump rewind. The customer was treated with insulin drip during hospitalization. The customer stated that the drive support cap was normal. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.